Event description:
Based on a review of medical records provided by the attorney: (B)(6) 2005 - ventral hernia repaired with medium oval composix kugel patch. On (B)(6) 2009 - patient taken to operating room due to a fall, with acute hemorrhagic shock/gi bleed. During procedure, previously implanted mesh was found adhered to the bowel. Adhesions were lysed and mesh was explanted. Repair of small bowel serosal tear. Duodenostomy with oversaw of gastroduodenal artery. Clot removed for biopsy.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received via medical record review. The patient was brought into the operating room as the result of a fall. There was no indication that the mesh has failed prior to the surgery. The patient was treated for a number of injuries as a result of the fall and was diagnosed with a carcinoid tumor with surface ulceration. During the surgery, the mesh was explanted, adhesions were lysed from the bowel and a serosal tear was repaired. Based on the information provided and with no specific device failure identified, it is unknown whether the mesh contributed to the reported event. No product has been returned and no conclusion can be drawn at this time.